Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 04.027.035s, lot # l009829, manufacturing location: (B)(4), manufacturing date: jun 10, 2016, expiry date: jun 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follow: it was reported by physician that during procedure the screw 04.027.035s was stuck on 03.010.411. To complete the procedure, physician used another set of the same devices. No additional details available. Ten (10) minutes of delay in surgery time reported. No consequences to the patient reported. Procedure was successfully completed. This report is for one (1) pfna blade perf l100 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. The sleeve shows strong traces on the surface. The blade shows slightly traces on the surface. A device history record review was performed for the affected part, of the end products and also for its components, no abnormalities or deviations were detected, which could lead to the complaint failure. The blade has been tested by assembling and disassembling. All functional relevant dimensions were checked with the result that they passed, except of the two dimensions failed the check by gauges. The thread of the screw and the end cap show also damages. Also the raw material certificates were checked and it was found that all used raw material fulfilled the specifications. The endcap and the screw did not pass the functional test by gauge for the threaded regions. The sleeve and the endcap show strong abrasions, probably caused during surgery by trying to pull the blade out of the nail. Before the parts are commercialized they receive a functional thread test. This leads to the conclusion that the damages of the threads happened after delivery of the parts. In spite of the described deficiencies of the thread, the blade is still functional; the blade can be mounted and also demounted on the returned instrument 03.010.411 without any difficulties. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use, the complaint is determined not to be a result of a detected product related deficiency. Additional product code: hsb. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.